Event description:
Procedure: video-assisted thoracoscopic left upper lobectomy. According to the reporter: the surgeon used the stapler with 030414 and fired successfully. But the second fired failed as a crack sound was heard and staple did not form "b" shape. A third sulu was applied removing the tissue stapled during the second firing.

Manufacturer narrative:
(B)(4).